Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device stopped working during a shoulder surgery. The surgery was delayed over 30 minutes without additional adverse consequences with the patient. Another handpiece was used to complete the case. No further patient information is available from the customer. This device is used for treatment.